Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, fixation of the right ventricular (rv) lead into the his bundle during implant was not possible as the lead dislodged. This lead was repositioned in the right ventricular septum. No patient complications have been reported as a result of this event.